Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 600's mg/dl and a large ketone level identified as dangerous. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with manual injections, and basal via the pump. Reportedly, the customer was released on a couple days later, with the issue resolved. Customer reportedly sustained memory issues, however was unsure if this was related to reported event.